Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log data was reviewed for the reported event on 24-nov-2024. No evidence of device malfunction was identified. The logs confirm that the meal announcements in question were preceded by the standard touchscreen interface workflow: unlocking the device, selecting the bolus button, navigating to the meal selection screen, and completing a manual swipe-to-confirm gesture (slide-to-confirm interface). This interaction sequence is designed to require intentional user input to help prevent inadvertent insulin dosing. Based on available information, the ilet was functioning as intended.

Event description:
On 25-nov-2024, the user's caregiver reported that during the overnight period of (B)(6) 2024, the ilet delivered insulin in response to two unintentional meal announcements while the user was reportedly asleep. The caregiver stated that three dinner meal announcements were logged in the device, but the user did not knowingly initiate them. The event resulted in low blood glucose (bg) of 49mg/dl, which lasted approximately 30 minutes. The user was treated with two juice boxes (24 grams of carbohydrate each) and did not require medical intervention. The caregiver provided the treatment. No loss of consciousness or other immediate health effects were reported. The caregiver enabled limited access mode on the ilet following the event. No further complications were reported.